Manufacturer narrative:
The technical investigation confirmed that the robot arm could not move due to the position of the joint of one of its axis which was close to his limit. The communication error that was detected after was due to a known design defect. Event summary, device history record review and complaint history review did not identify contributing factors.

Event description:
It was reported that while positioned on trajectory, the surgeon complained that the robot would not move. An attempt to move back to the intermediate position and then back to the same trajectory was made. The software then displayed multiple errors. The device was restarted and the robot arm was cleared away from the patient. After that there were no more issues.